Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that insulin pump was broken and had beep anomaly. The customer's blood glucose level was 280 mg/dl. It also reported that the there was crack on the face of the insulin pump and even after battery was removed the insulin pump was still beeping. The customer will return insulin pump for analysis.